Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution hemostasis clipping device was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip would not deploy. No visible damage to the device and the packaging prior to use. The procedure was completed with another hemostasis resolution clip device. There were no patient complications as a result of this event. The patient was reported to be fine post procedure. Several attempts have been made to obtain event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.